Event description:
It was reported that few of intermittent catheters was found discolored inside the packaging.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. As the device had signs of degradation, the reported event is confirmed to have a relationship with the device. As the cause of this issue was unknown, it could not be determined if the device met specifications. As the product was not used on a patient, it was not used for diagnostic or treatment purposes. An orange coude tip catheter was returned unopened in original packaging. The catheter was noted to have multiple discoloration marks. Catheter discoloration was confirmed to be caused by oxidation. As is it unable to determine when the oxidation occurred the reported event will be confirmed cause unknown. Photo samples of the catheter was also returned. The samples also showed discoloration of the catheter caused by oxidation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "storage: store catheters at room temperature away from direct exposure to light, preferably in the original box".

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. As the device had signs of degradation, the reported event is confirmed to have a relationship with the device. As the cause of this issue was unknown, it could not be determined if the device met specifications. As the product was not used on a patient, it was not used for diagnostic or treatment purposes. An orange coude tip catheter was returned unopened in original packaging. The catheter was noted to have multiple discoloration marks. Catheter discoloration was confirmed to be caused by oxidation. As is it unable to determine when the oxidation occurred the reported event will be confirmed cause unknown. Photo samples of the catheter was also returned. The samples also showed discoloration of the catheter caused by oxidation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "storage: store catheters at room temperature away from direct exposure to light, preferably in the original box".

Event description:
It was reported that few of intermittent catheters was found discolored inside the packaging.